Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received various inappropriate electric shocks when walking across the street. The patient was knocked to the ground. It was recommend continuing follow up with device-following physician. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.